Event description:
Related manufacturing report number: 2017865-2022-07492, related manufacturing report number: 2017865-2022-07493. It was reported that following an implant procedure of pacemaker, right ventricular (rv) lead, and atrial lead the patient experienced a cardiac arrest. The patient experienced cardiac perforation resulting in pericardial effusion. Pericardial drain was performed. The patient did not survive.

Manufacturer narrative:
The reported event of lead perforation could not be evaluated as the lead was not returned, and analysis could not be performed to assess the condition of the lead. It is to be noted that all abbott products are tested to meet manufacturing and quality control specifications, prior to distribution. The reported event will continue to be monitored and trended.  While the reason for cardiac perforation in this case is not known, some of the causes reported in literature include but are not limited to the following: type of lead implanted.  Myocardium related factors which contribute to the perforation risk include the wall thickness and the viscoelastic properties of the tissue. Patient factors (age, use of medications). Chest wall trauma soon after implantation. Excessive slack, excess force applied during implantation. Lead extraction without retraction of the helix..

Manufacturer narrative:
Correction h6 - health effect clinical code cardiac arrest was removed and arrhythmia code was added.